Event description:
The complainant reported a 78 year old male patient presenting with cardiomyopathy for impella support. During support, the patient developed an access site hematoma that prompted a blood transfusion. Additionally, the patient endured hemolysis which lead to pump removal.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.